Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 107 mg/dl. The customer stated that the reservoir compartment on pump broke. The o ring fell out and there are cracks around the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.